Event description:
A (B)(6) male patient's nurse called zoll customer support to report that the monitor pins were bent and that the monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up. The power-up failure was caused by bent pins on the j1 battery connector. The root cause for the bent connector pins could not be positively identified, but the damage likely resulted from excessive force while inserting a battery pack into the monitor. No adverse event resulted from the bent j1 pins. The patient received a replacement monitor.